Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; level was unknown. The cause of low bg was due to not hearing the low alerts due to the pump being set to vibrate. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.